Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings: the pump was never used for basal delivery. During investigation of the returned pump, a call service 069 alarm was reproduced at power up. The pump was unable to recover from the alarm after rebooting. The failure is defined as language file corruption while retrieving the language text. The failure was written as a call service 087 alarm failure in black box. The error is resident to a flash chip.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 069 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.